Event description:
Reporter indicated a vns patient had high lead impedance readings on a normal mode diagnostics test. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.